Event description:
This case was initially received via regulatory authority (B)(6) on 27-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), burnout syndrome ("burn out"), myalgia ("muscular pains"), arthralgia ("joint pains"), weight increased ("weight gain"), irritability ("irritability"), palpitations ("palpitations"), dyspnoea ("out of breath") and visual impairment ("vision decreased"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue, burnout syndrome, myalgia, arthralgia, weight increased, irritability, palpitations, dyspnoea and visual impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, burnout syndrome, dyspnoea, fatigue, irritability, medical device removal, myalgia, palpitations, visual impairment and weight increased with essure. The reporter commented: the event happened at the home of the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29_sep_2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 737 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.